Event description:
The patient presented to the ER physician with a fever. The ER physician admitted the patient where an infection was determined. The patient was placed on IV antibiotics, which resolved the issue.